Event description:
It was reported that a patient was hospitalized for an unspecified infection coincident with peritoneal dialysis therapy. Additional information was requested, but is not available at this time. This is report 2 of 4 for this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).